Event description:
A healthcare professional seeked medical consultation for a patient experiencing excessive vault and narrow angles following an implantable collamer lens (icl) implantation procedure. The lens remains implanted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event b2-required intervention to prevent permanent impairment/damage (devices) b5: a healthcare professional requested medical consultation for a patient experiencing excessive vault and narrow angles following an implantable collamer lens (icl) implantation procedure. The lens was removed. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted. Lens explant is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).